Event description:
It was reported the patient experienced increased back, shoulder and abdomen pain regardless of stimulation being on or off. X-rays were taken to check if the lead may be pressing on the nerve root. Follow-up identified the patient underwent an entire scs system explant on (B)(6) 2013 which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.